Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure for a lung lesion, the doctor accessed the lesion and soon after the patient developed a haemorrhage. There was blood up the et tube. The patient was scanned and a haemothorax was seen. The patient remained intubated under anaesthetic support and was rescanned 15 minutes later with no further haemorrhage noted. The patient was transferred to ICU for monitoring prior to extubation and the procedure abandoned, the bleeding was dramatic, but brief. It ceased in less than 1 minute. The patient was extubated and transferred out of ICU and was in good spirits and completely fine.